Manufacturer narrative:
Investigation: two open 31g x 5mm pen needle samples and three photos were returned from lot. No. 8311955, cat. No. 320632. A clog test was carried out and no issues were observed. Visual examination was also carried out and two different length of needles were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the needle is too long on patient side and too short on medication side and does not administer correctly with a bd pen needle 31x5. The following information was provided by the initial reporter: the needle on the right is faulty. Too long on the skin side and too short on the insulin side. It doesn't administer any insulin as a result.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8311955, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-07. Medical device lot #: 9044774, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle is too long on patient side and too short on medication side and does not administer correctly with a bd pen needle 31x5. The following information was provided by the initial reporter: the needle on the right is faulty. Too long on the skin side and too short on the insulin side. It doesn't administer any insulin as a result.